Event description:
It was reported to philips that the control board was freezing, which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that the device controls freezing. Philips issued a service quote to the customer however; the customer did not accept the quote since the issue was resolved prior to the release of the purchase order. No activity was performed by philips. The codes were updated based on the investigation outcome.